Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the clip was not well positioned on the tip of the needle. Ref. MFR# 9610825-2013-00164.